Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead was extracted and replaced due to high capture threshold during the clinic visit. The patient presented with no symptoms and was in a stable condition post procedure.